Event description:
Customer reported that he has been having issues with bent cannulas on the infusion sets. Customer stated that he had 5 infusion sets bend on the same day and 5 last week that bent and he is having no delivery alarms and high blood glucose. Last blood glucose value was almost 500 mg/dl. Customer changed out his infusion set and treated with the insulin pump. Customer requested a new serter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.